Manufacturer narrative:
On 09-jun-2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additionally, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 23-jun-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according with the information received, the patient experienced bilateral rupture of the breast prostheses. However, additional information reports only one of the breast prostheses ruptured. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 19-may-2023, mentor received additional information about the event. The patient¿s explanted breast prostheses were replaced with a mentor memorygel xtra breast implant 310cc gel breast prosthesis and a mentor memorygel xtra breast implant 330cc gel breast prosthesis. On 25-may-2023, mentor received additional information about the event: the suspect medical device is a mentor memorygel breast implant 325cc gel breast prosthesis, catalog #3503251bc, lot #6543060, UDI # (B)(4), PMA #p030053. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast prosthesis rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 57-year-old caucasian female patient underwent an unspecified breast surgery with unspecified mentor gel breast prostheses that both ruptured post implantation. Bilateral rupture was diagnosed via MRI. As a result, the patient underwent bilateral explantation and replacement with unspecified mentor gel breast prostheses on (B)(6) 2023. This medwatch report is for the 1st of the patient¿s two breast prostheses.